Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when it was articulated. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The device was laid out straight and fully articulated in all directions. No issues were identified with the image. A guidewire and a spybite was passed through the working channel, and no issues were identified with the image. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out, and was pulled out of the catheter. There was strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the proximal portion of the working channel sleeve braid remaining attached to the pebax and the white working channel sleeve braid imprint on the proximal end of the pebax. The complaint was not consistent with the reported event that the image quality was poor, followed by image loss, however, it was found that the working channel sleeve extended from the distal cap when received. The working channel sleeve protrusion was most likely, due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while doing observation of the bile duct, it was noticed that the image on the screen became distorted. The physician managed to continue observation using this device. When they are about to observe the patient¿s oral cavity, the image was lost. Reportedly, there was no visible damage noted on the spyscope ds. The procedure was still completed with this device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: working channel sleeve protrusion.